Manufacturer narrative:
Approximate age of device: one year, 5 months. The patient remains ongoing with the implanted device and no further issues have been reported. Bleeding is listed in the approved labeling as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital for gastrointestinal bleeding. The patient presented with bloody stools for 3-4 days. Esophagogastroduodenoscopy and colonoscopy were performed but a bleeding site was not found. The patient received 2 units of packed red blood cells and was placed on octreotide. International normalized ratio (inr) on admission was not provided, target inr - 1.8-2.5. Pump parameters and vital signs were stable. Upon discharge, the patient¿s hemoglobin was 9.9g/dl and hematocrit was 30%.